Manufacturer narrative:
Additional information updated in a2, b5, b6, b7, d10, and e1. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the consumer indicated that the patient experienced right eye (od) pain following contact lens use and performed ocular irrigation with unspecified drops and water. The consumer subsequently presented for two ophthalmology consultations. During the initial visit, slit lamp examination of od showed lashes/adnexa, sclera, anterior chamber (ac), and iris within normal limits; lids revealed mild meibomian gland dysfunction (mgd) with everted lid examination negative for foreign body; conjunctiva showed papillae 1+; cornea demonstrated an approximately 2 mm round abrasion located superior nasal crossing the visual axis without infiltrate; and lens showed nuclear sclerotic cataract trace. Visual acuity was reduced, while intraocular pressure (was within normal limits. The consumer was diagnosed with ocular discomfort, blurred vision, conjunctival injury, dry eye, vitreous floaters/lattice degeneration, and photophobia, and was evaluated for contact lens fitting. A bandage contact lens (bcl) was applied for comfort, and the consumer was instructed to maintain the bcl until follow up. Treatment included moxifloxacin ophthalmic solution four times for seven days, one drop of ofloxacin administered in clinic, and oral non-steroidal anti-inflammatory drugs for pain management. During the follow up consultation, sle findings for od showed lashes/adnexa, sclera, ac, and iris wnl; lids with mild mgd; conjunctiva with trace papillae; cornea with recently resolved abrasion; and lens with nsc trace. Visual acuity showed improvement and iop remained wnl. The bcl was removed without complication. The consumer was instructed to discontinue moxifloxacin, continue cool compresses for symptomatic relief, and resume contact lens wear. The current status of the consumer eye symptoms improved at this time of report. No further information available at the time of this report.

Event description:
According to the initial report received from, the consumer stated that a chunk of the cornea was removed in the right eye with a reported burning sensation in both eyes, with the right eye being more affected. The consumer sought medical attention and was prescribed unspecified antibiotics and eye drops. Later, the consumer reported that the burning sensation in both eyes gradually improved, but they developed swollen eyelids. A follow up appointment with an eye doctor was scheduled for later. The current status of consumer eye symptoms continuing at the time of this report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).